Manufacturer narrative:
Batch review performed on 27-jun-2023. Lot 2303250: (B)(4) items manufactured and released on 08-mar-2023. Expiration date: 2028-02-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of the review. Lot 2239580: (B)(4) items manufactured and released on 14-nov-2022. Expiration date: 2027-11-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 1 month after the primary surgery, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised successfully the head and liner.